Manufacturer narrative:
Date of event: no information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient's ins was off and he needs to turn it back on. The programmer connected and patient turned his ins back on. The patient stated his therapy is not working for his symptoms since about 2 or more months ago. They had a symptom return. Patient says they fall often and that the patient's left foot dropped and his left leg just buckles. The programmer showed that stimulation was off and they were able to turn it back on. This resolved the issue. No further complications were reported or anticipated with this event.